Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, s/n (B)(6), used in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A functional evaluation was performed. The reported problem was confirmed. A kpc test was run and failed, as a drill critical error occurred. A case was run and the drill was unable to proceed past the connection screen. The device was immediately met with a loop between a checkmark and an "x" in the connection screen. A visual analysis of the customer submitted photos confirmed the drill critical error and confirmed the device serial number. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of this event is a failure of the drill's exposure motor. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found related actions that are applicable to the scope of the reported complaint. This failure is an identified failure mode within the risk assessment. Refer to the product instructions for use ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. Further investigation into the reported failure is being conducted to determine if additional actions are required. All complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, s/n (B)(6), used in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A functional evaluation was performed. The reported problem was confirmed. A kpc test was run and failed, as a drill critical error occurred. A case was run and the drill was unable to proceed past the connection screen. The device was immediately met with a loop between a checkmark and an "x" in the connection screen. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. This failure is an identified failure mode within the risk assessment. Refer to the product instructions for use ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: a hardware update to the cori console to reduce noise on the internal electronics. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and a hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during set up for a cori assisted tka surgery, when they tried to plug in the real intelligence robotic drill, the cori did not recognize it. When they tried to run a test for it, it said that it has an internal error. The procedure was completed with manual instrumentation with a delay greater than 30 minutes. The patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference case-(B)(4).